Event description:
Customer reported secondary infusion of iron at proper head height flowed into primary bag of normal saline in outpatient center. The set was not saved. Date and time of event are unknown. There was no related patient harm. Further details of event and patient were requested, but are not available.

Manufacturer narrative:
(B) (4). (B) (4).